Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the bone to cement and cement to implant interface. Cement manufacturer is from depuy. Poly and tray were removed and reinserted mbt revision tray and medium 20 mm lcs rps insert. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.